Manufacturer narrative:
No parts have been returned for analysis. Manufacturing date is unknown at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site has a damaged blue handle. The metal impact plate has fallen off.